Manufacturer narrative:
Evaluation pending return of product. Conclusion unknown at this time. Requested part to be returned to manufacturer for further evaluation.

Event description:
Reporter stated the left side back tube sheared off where it bolts at the seat frame bracket. No injuries reported.